Manufacturer narrative:
Investigation summary: one sample was provided by the customer for investigation. The sample was returned in an opened blister pack. The customer reported damage to the tip of the syringe which was visually examined using unaided vision. No damage to the tip or the barrel was observed; however, it was noted that the thumb press on the plunger rod has a piece broken off. Two fragments of the plunger rod were also observed in the blister pack. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a cracked barrel tip was found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it's found that the tip of barrel cracked before unwrapped the package. Defected product not used.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel tip was found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it's found that the tip of barrel cracked before unwrapped the package. Defective product not used."